Event description:
It was reported that during a gastric bypass procedure, staples were only formed at the first half of the cartridge. Used another reload, and the same thing happened. The procedure was completed by using a device of a different product code. There was no pt consequence.